Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that it was not clear if the improvement was only due to the revision because it took some time to titrate a new target dose, but the patient got an improvement on the symptoms.

Manufacturer narrative:
H6 correction: the device / annex code a1409 was previously applied in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. Regarding the initial catheter revision with lot # 0227073944, a clear leakage on the pump was not identified, but the physician suspected that the pump/catheter connection became wet after some attempts to dry the connection with gauze. Attending to lack of clinical effect and the seroma on the pump pocket the physician decided to replace just the catheter pump segment. Regarding the cause of the patient not getting the expected improvement in spasticity, it was noted that the cause was not clear at this moment and the healthcare provider suspected that maybe the catheter could be partially occluded to the extra pression. They believe it was necessary to inject the contrast agent on the last catheter evaluation, but there wasn¿t a clear reason, and they hypothesized that maybe the catheter tip was maybe just too low to deliver the expected therapeutic result. Regarding the cause of the healthcare provider believing the cerebrospinal fluid (csf) was less significant and resistance having been higher then what they were used to, it was indicated that the healthcare provider assumed that the contrast agent spread pattern and the resistance to inject the agent were different from expected based just on his previous experience. The composition of the fluid around the pump was not evaluated, and just a biologic analysis was performed. The healthcare provider did not believe that at least most of the liquid was due to a drug leakage. The pocket was opened and the seroma was drained during the revision surgery to replace the pump segment of catheter. The healthcare provider was still titrating the drug dose so it was not clear at the moment if the full catheter replacement had resolved the issue / patient¿s symptoms. The catheter components with lot number 0227073944 and lot number 0227148270 were to be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# 0227148270, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter; product ID: 8780, lot# 0227073944, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. H6 update: the previously applied device code a050401 is no longer applicable and was replaced with a1409 regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen (2000 microgram/ml at 739 microgram/day) via an implantable pump for unknown indications for use. It was reported that after the initial implant, the patient didn't experience the expected improvement in spasticity, reproducing the pre-implant test. There were no environmental/external/patient factors that may have led or contributed to the issue. The hcp decided to investigate the system while the patient developed a liquid deposit (seroma) around the pump pocket. The hcp suspected that it could be related to drug loss on the catheter/pump connection and decided to replace the pump segment by a new one (lot: 0227073944). Two months after the first intervention the clinical situation of the patient still didn't present a significative improvement so a further investigation was made to access the catheter patency with an injectable contrast agent. The drug on the catheter was aspirated without restrictions and despite after injecting the contrast agent, using the catheter access port, no leakage was observed. The contrast spread pattern on the csf was less significative and the hcp believed that the resistance was higher than he was used. To address this scenario, the physician decided to completely replace the catheter leaving the tip higher than on the first implant. The tip was left in t4 vs t6 on first implant. Another important point to mention was that during the post-op follow-up the physician evaluated the pump functioning by aspirating the drug reservoir three times and the aspirated volume matched the volume predicted by the physician programmer. It was unknown if the issue was resolved by time of report, 2024-jun-13. The patient's weight was asked, but would not be made available. The patient's status at time of report was alive - no injury. No further information was reported.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0227148270. Implanted: (B)(6) 2024. Explanted: (B)(6) 2024. Product type catheter product ID 8780 lot# 0227073944. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jul-2025, UDI#: (B)(6) ; product ID: 8780, serial/lot #: (B)(6), ubd: 28-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.